Event description:
It was reported that the device was alarming cassette detached. There was unknown patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device, service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complained of cassette detached alarming. The event log confirmed this and the latch lock sensor is required to be replaced.